Event description:
One endeavor sprint rx drug-eluting stent was implanted at the 1st obtuse marginal. Pt was asymptomatic / free of symptoms at 30 day follow up, 6 month follow up and 1 year follow up. A pt death was reported to have occurred approximately 13 months following index procedure. No further details are available on this pt's death.

Manufacturer narrative:
Evaluation results: death.